Event description:
It was reported that during a catheter placement procedure, the catheter allegedly had a leak. It was further reported that the one of the stent migrated from repair kit. Reportedly, there was a flow barrier in the stent and the catheter failed to expand. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the us but is similar to the hickman cv catheter, dual-lumen repair kit, red/white, 9f products that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, dual-lumen repair kit, red/white, 9f products are identified. (Expiry date: 07/2023).

Event description:
It was reported that approximately four years post catheter placement procedure, one of the stent dislodged. It was further reported that the catheter allegedly failed to bond. The device was removed. The procedure was completed using same device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter, dual-lumen repair kit, red/white, 9f products that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, dual-lumen repair kit, red/white, 9f products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 9fr hickman d/l catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. In addition to the returned physical sample, three electronic photos and one medical image review were provided for review. The first medical gauze removed reflected a complete diagonal break was noted on the catheter attached to the splice sleeve, exposing the inner metal stent and a complete break on the distal end of the exposed metal stent. A split and a partial compound break was noted from the proximal end of the catheter segment. The second medical gauze was removed, and a complete circumferential break was noted on the distal end of the first catheter segment and the proximal end of the second catheter segment. Under microscopic observation, the edges of the complete diagonal break and the partial compound break were noted to be uneven. The exposed metal stent was noted to have a complete fracture. The photos shows one hickman catheter and it was noted that, two regions of the catheter was appeared to be repaired. Another photo shows a closer view of newly repaired junction. Stents were also seen on the provided photo. Furthermore, the medical image shows a catheter displayed on a table and there are multiple points along the catheter that appear fractured/damaged. Therefore, the investigation is confirmed for the reported repair stent migration and loss of or failure to bond issues. However, clinical conditions alleged in the complaint cannot be verified from the provided photo and image review. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the sample was not returned for evaluation, three electronic photos and one medical image review were provided for review. The photos shows one hickman catheter and it was noted that, two regions of the catheter was appeared to be repaired. Another photo shows a closer view of newly repaired junction. Stents were also seen on the provided photo. Furthermore, the medical image shows a catheter displayed on a table and there are multiple points along the catheter that appear fractured/damaged. Therefore, the investigation is inconclusive for the reported repair stent migration and loss of or failure to bond issues as poor photograph sample evidences were provided and the exact circumstances at the time of reported event was unknown. However, clinical conditions alleged in the complaint cannot be verified from the provided photo and image review. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2023), g3 h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately four years post catheter placement procedure, one of the stent dislodged. It was further reported that the catheter allegedly failed to bond. The device was removed. The procedure was completed using same device. There was no reported patient injury.

Event description:
It was reported that approximately four years post catheter placement procedure, one of the stent dislodged. It was further reported that the catheter allegedly failed to bond. The device was removed. The procedure was completed using same device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter, dual-lumen repair kit, red/white, 9f products that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, dual-lumen repair kit, red/white, 9f products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the sample was not returned for evaluation, three electronic photos and one medical image review were provided for review. The photos shows one hickman catheter and it was noted that, two regions of the catheter was appeared to be repaired. Another photo shows a closer view of newly repaired junction. Stents were also seen on the provided photo. Furthermore, the medical image shows a catheter displayed on a table and there are multiple points along the catheter that appear fractured/damaged. Therefore, the investigation is inconclusive for the reported repair stent migration and loss of or failure to bond issues as poor photograph sample evidences were provided and the exact circumstances at the time of reported event was unknown. However, clinical conditions alleged in the complaint cannot be verified from the provided photo and image review. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 07/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that approximately four years post catheter placement procedure, the catheter allegedly had a leak. It was further reported that the one of the stent dislodged and failed to bond. Reportedly, the catheter allegedly punctured. The device was removed. The procedure was completed using same device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the sample was not returned for evaluation, three electronic photos and one medical image review were provided for review. The photos shows one catheter and it was noted that, two regions of the catheter was appeared to be repaired. Another photo shows a closer view of newly repaired junction. Stents were also seen on the provided photo. Furthermore, the medical image shows a catheter displayed on a table and there are multiple points along the catheter that appear fractured/damaged. Therefore, the investigation is inconclusive for the reported leak, dislodgment, hole and loss of or failure to bond issues as poor photograph sample evidences were provided and the exact circumstances at the time of reported event was unknown. However, clinical conditions alleged in the complaint cannot be verified from the provided photo and image review. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 07/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.